Manufacturer narrative:
To date, the incident device has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a total laparoscopic hysterectomy the ligasure atlas handpiece was used to seal and transect tissue. After use on one of the uterine ligaments the device would not open to release the pt tissue. The tissue was dissected around the device to remove it. This did not cause any extra injury for the pt.